Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number: 9288653. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 5ml saline fill (B)(6) sp package was damaged and leaking. The following information was provided by the initial reporter: the patient was admitted to the hospital due to chronic gastritis. On (B)(6) 2020, when the intravenous indwelling needle was sealed for the patient after infusion, it was found that the outer package of the flush was leaking. It was immediately stopped, replaced with a new one, and sealed successfully.